Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No c

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 54 mg/dl. Customer was treated with food for their low. Customer did not use auto mode feature at the time of incident. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.